Event description:
It was reported that a patient underwent a robotic assisted laparoscopic hysterectomy through a 12 port on (B)(6) 2013. During the procedure, the device stopped morcellating one minute into use. Another like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-03298, medwatch 2210968-2013-03301, and medwatch 2210968-2013-03302. The same patient is represented in each medwatch.

Manufacturer narrative:
It was noted that the vagina was exceedingly small, very difficult to even place a small uterine manipulator. The uterine manipulator in the vagina was very tight. The uterus was 14cm. The procedure performed was a robotic assisted laparoscopic hysterectomy and cystoscopy. There was no unintentional dissection. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.